Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the issue has not been resolved. The patient has not been to the clinic since. The rep did not know how to resolve the issue.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was programmed with adaptivestim during their previous visit. On (B)(6) 2025, the patient reported that they still needed to switch off the device or change groups when they laid down because the intensity of the stimulation was too strong. The representative adjusted the values for lying down and asked the patient to lie down to check if it worked for them now. When they laid on their back, the patient said that the stimulation was still very strong and the representative could also see the patient's legs shaking from it. When the representative checked the patient's controller, they saw that only program 1 had adjusted to the lower intensity but program 2 still had the value of the standing setting. The representative manually adjusted the intensity with the patient's controller and let the patient get up again. Once again, program 1 changed but program 2 had not changed. No interventions were taken, and the issue was not resolved. Surgical intervention did not occur and was not planned. Additional information received from a manufacturer representative. It was reported that the cause of the adaptivestim issue was not determined, and the issue was not resolved. The patient could not use their adaptivestim program without it causing overstimulation.

Manufacturer narrative:
G2: the country of origin is germany. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.